Manufacturer narrative:
Unable to perform the self test, sleep current measurement, active current measurement and displacement test due to blank flashing white lcd. (B)(4).

Event description:
Customer reported via phone call that the insulin pump had a solid white display. Customer's blood glucose was unknown. Customer reported that the insulin pump was bumped. Customer was advised that insulin pump would need to be replaced. The insulin pump was returned for analysis.